Event description:
It was reported that the system had an overvoltage fault voltage error message at a high level fluoro for long periods of time. This error may cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were evaluated and regreased. The high voltage generator calibration was performed. The system was tested and found to be working as intended and returned to service.